Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited a decrease in r-wave measurements. An xray was obtained and it was observed that the lead had pulled back. A decrease in pacing impedance measurements were also observed. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
A lead revision procedure was planned for a future date. Should additional information become available, this event will be updated.